Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the staples were misaligned with one staple having been pushed on top of the others at the front of the cover block. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing. Flash in the cover block was discovered after disassembly, as well as die cast anomalies on the forming tool. Although a lot number was not provided, two potential lot numbers were found based on previous sales history. The two lot numbers were 73h2300497 and 73g2301075. A lot number was not provided with this complaint sample, but a potential lot number was found through sales history. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of 12,000 pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73g2301075 was manufactured on 07/26/2023 a total of 9,000 pieces. Lot was released on 08/09/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.